Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence has been performed to obtain the explanted device; however, it was unsuccessful. A review of the device history record revealed no anomalies. This is the final report

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Event description:
Pt has reportedly experienced discomfort. The pt has refused to wear the external equipment. Integrity testing indicated abnormal function of the device. Other results are within normal limits. Revision surgery will be scheduled.

Event description:
Patient has reportedly experience discomfort. The patient has refused to wear the external equipment. Revision surgery will be scheduled.